Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-00809, 6000089-2007-00810. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The highly significant stenosed lesion being treated was located in the mid left anterior descending (lad) artery. Patient was experiencing unstable angina and percutaneous coronary interventions (pci) was preformed. A 2.50x16 mm taxus express2 drug eluting stent was deployed at 18 bar. Three months post the initial procedure, the patient presented with symptoms of unstable angina and was hospitalized. A repeated angio demonstrated in-stent re-stenosis at the proximal edge of the previously implanted taxus stent. Two 2.50x8 mm taxus express2 drug eluting stents were placed in 2 unidentified lesions. Clopidogrel was continued for 9 months. Two years and seven months post the initial procedure, the patient was hospitalized. With a st-elevation myocardial infarction (stemi), due to an occlusion of the proximal lad taxus stent. A 3.0x16 mm non-boston scientific stent was placed. Clopidogrel was readministered, life long. No additional patient complications were reported. Patient status reported as "ok".